Event description:
It was reported that during the procedure, the laser systems displayed a fiber port over heat message four times and could not be cleared. The case was cancelled. There was no report of pt injury.

Manufacturer narrative:
System analysis/service repair: the system was tested and the report of a fiber port overheat message could not be duplicated; no issues were found. The system software was upgraded, the system calibrated, tested and verified to manufacturers specifications.